Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section h1 (type of reportable event) was incorrectly submitted in the previous report (emdr-576513). Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified scan-glucose low reading on the adc device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who performed blood glucose lowering measures for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan result of 91 mg/dl was compared to a healthcare professional meter reading of 500 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified scan-glucose low reading on the adc device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who performed blood glucose lowering measures for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan result of 91 mg/dl was compared to a healthcare professional meter reading of 500 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified scan-glucose low reading on the adc device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who performed blood glucose lowering measures for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan result of 91 mg/dl was compared to a healthcare professional meter reading of 500 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.